Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding slightly past the needle well. The investigation on this device could not be accurately completed due to post use damages destroying the needle mechanism. The cause of the reported event could not be determined. Data was attempted to be downloaded from the device, but the device failed to pair with the master pdm. The pcb was removed from the device and powered by an external power source, and attempts to pair the pcb with the master pdm still failed. The device suffered total data loss due to the pcb processor being damaged. Blunt strikes were observed to the top housing of the device. The strikes led to damages to the top housing, bottom housing, processor, pcb, reservoir cap, reservoir, reservoir plunger, linkage assembly, slide insert, mechanism rail, ratchet gear, top battery, and piezo assembly. All these damages can be classified as post use damage.